Event description:
Pt received a dura-guard implant (date unknown) at another hospital during a chiari-decompression. At some point afterwards (time interval unknown), the pt presented with complaints of headache and cervical radiculopathy. She was referred to the reporting surgeon in september, 1999. Further interventions by the reporting surgeon are unknown at this time, except that a sample of cerebrospinal fluid was obtained and was positive for white blood cells.